Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was placed on the in-house system, and the instrument passed the recognition and engagement tests. The instrument was connected to an in-house energy generator, and the instrument failed the energy delivery test. Electrical continuity test failed in one of the grips. No damage found on conductor wires. Root cause is not determinable/applicable. The instrument was transferred to the failure analysis engineer (fae) team. Fae confirmed initial fa findings. The instrument passes energy recognition, however, it failed to deliver energy. The instrument failed continuity test for one of the grips. No obvious damage was seen on the conductor wire at the distal end through visual and microscopic inspection. The housing was removed, and no residue or contamination was found on the energy instrument identification bipolar board pins that could cause a break in the circuit for the grip failing continuity. The instrument was disassembled and it was confirmed that the conductor wire had broken at the proximal end, near the internal hypotube-cable junction. The internal hypotube junction is within the main tube, near where the main tube meets the lower chassis. The probable root cause of the conductor wire being broken at the proximal end. Breakage can result from pinched or kinked wires. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument provided poor energization. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: no arcing was observed during the procedure. The maryland bipolar forceps may have been in contact with the monopolar curved scissors instrument on the right because it was close. There was no injury to the patient during or after the procedure. There are no photos or videos for isi to review.